Event description:
Boston scientific received information that this patient has an implantable cardioverter defibrillator (ICD) along with a right atrial (ra) lead and 2 right ventricular (rv) lead's exhibited several lead issues. The ra lead exhibited low sensing and increased thresholds. The rv lead that is being used as a shocking lead only exhibited out-of-range (oor) shocking impedances which are unknown if they were high or low. The other rv lead exhibited low sensing and high thresholds. As a result, all the leads were surgically abandoned and the device explanted. At explant it appeared that the header was loose. All were successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.